Event description:
A customer contacted baxter's technical service center regarding feeling overfilled in dwell 1 on the homechoice(hc). The technical service representative (tsr) reviewed the programming: the home patient (hp) performs continuous ambulatory peritoneal dialysis (capd) with a midday exchange of 2500ml and continuous cycling peritoneal dialysis, with a fill volume (fv) of 2200ml and a last fill volume (lfv) of 500ml. The initial drain alarm (ida) is 200ml. The hp had an initial drain volume of 372ml. The tsr had the hp do a manual drain and drained out 4802ml. The drain volume of 4802ml meets increased intra-peritoneal volume (iipv) criteria. The tsr advised hp to contact peritoneal dialysis (pd) registered nurse (rn) and program an appropriate ida before using hc again. Hp resumed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).device not available.